Manufacturer narrative:
H4: the lot was manufactured from november 19, 2019 - november 20, 2019. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was misaligned at the top side of the outlet port of the valve set. The reported condition was verified. The cause of the condition was due to improper attachment of the tubing to the valve during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the tubing and the valve body of an em2400 valve set which resulted in air bubbles to enter the set. This was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.